Event description:
On (B)(6) 2005, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography angiogram revealed a left common iliac artery aneurysm. The physician stated it was disease progression from the original procedure. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis to treat the iliac aneurysm. The aneurysm was excluded and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxc201200/03429635, pxl161007/042330204.